Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy rash all over their body. The patient's nurse took off the lifevest to allow the rash to heal. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.